Event description:
Infected left breast tissue expander. S/p bilateral mastectomies s/p radiation s/p bilateral breast tissue expanders. Removal of infected left breast tissue expander; debrid wound. Operative note - 1st stage bilateral breast reconstruction with insertion of tissue expanders 8/9/96.